Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿explanting chronic coronary sinus leads.¿card electrophysiol clin 11 (2019) 131¿140. Https:/ /doi.org/10.1016/j.ccep.2018.11.014. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient's case report. The patient had a very long and involved path of treatment. The patient had multiple surgeries for mitral valve prolapse/regurgitation, atrial fibrillation (af), symptomatic sick sinus syndrome. The patient had an implantable pulse generator (ipg) system implanted in 2005. In 2007, the patient developed more left ventricular dysfunction, ejection fraction decrease, premature ventricular contractions (pvcs); due to the patient requiring increased right ventricular (rv) pacing, the patient developed worsening cardiomyopathy and symptomatic non-sustained ventricular tachycardia. Subsequently, the patient had an upgrade to a cardiac resynchronization therapy (crt) device system (device and leads). The chronic 2005 rv lead was capped. In 2015, the patient¿s ventricular tachycardia (vt) could not be suppressed by medication, and subsequently underwent an ablation procedure. A couple of weeks later, the patient reported shortness of breath with exertion. The physician had the patient take medication, to get to the ¿preprocedure weight.¿ this was accomplished in five days. Interrogation of the ICD showed that the left ventricular (lv) lead had been ¿off¿ since the ablation procedure. The patient ¿felt great improvement¿ in the symptoms and was at goal weight and remained stable for five months. The patient then presented to the local hospital with a headache and right-sided weakness after a fall at home. Investigation in the emergency room showed a ¿large left frontoparietal and intraparenchymal hemorrhage with surrounding vasogenic edema, with a small subdural hematoma.¿ the patient was started on medication and was recommended for a cervical collar and long-term physical therapy. The patient was able to recover from the fall and was restarted on warfarin approximately six months later. The patient then underwent implantable cardioverter defibrillator (ICD) generator replacement in (B)(6) 2017. The next month, the patient had atrial tachycardia/atrial fibrillation (at/af) episodes. This was found to be caused by the changes in the medication doses during the recovery from the fall. The medication was restarted. Another month later, the patient presented for ¿progressive dyspnea¿ and the patient was ¿diuresed¿ [increase of urine]. The patient was admitted to the hospital for 11 days. The patient was able to recover and remained stable for the subsequent year. In (B)(6) 2018, the patient had the ICD interrogated. This showed that the lv lead impedance was greater than 3000 and was not capturing. There was also ¿progressively increased noise¿ on the atrial lead; which the physician was watching for ¿some time.¿ this led to inappropriate device mode-switches. The patient¿s device was reprogrammed and scheduled the patient for an lv lead revision for a suspected fracture. Much discussion was held to ensure a safe and successful procedure for this ¿frail¿ patient. During the procedure, a break as visible in the lv lead. Multiple leads were extracted. It was noted that there was bleeding, which required additional blood and fluids to be administered. New right atrial (ra) and lv leads were implanted. The patient left the operating room in ¿good condition.¿ however, when extubated, the patient became hypotensive and required medication, and was sent to the cardiac care unit for monitoring. The patient was discharged in stable condition. A follow up visit approximately six months later indicated that the patient was ¿feeling well from a cardiovascular standpoint.¿ the device and leads were all measured in the normal range. The device and leads appear to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.